Manufacturer narrative:
Additional: it has since been reported that the patient experienced an infection and wound breakdown. Correction: no device has been reimplanted as of the date of this report. This report is submitted on may 16, 2019.

Manufacturer narrative:
Additional: it has since been reported that the patient experienced necrosis and was administered IV antibiotics (date not reported). There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on june 13, 2019.

Manufacturer narrative:
This report is submitted on april 16, 2019.

Event description:
It was reported the patient's device was explanted (date not reported) due to an unknown reason. Additional information was requested but not made available as of the date of this report.